Event description:
The surgeon inserted a screw into a cervical plate / collet and the screw advanced completely through the collect. The servical plate was removed andreplaced with a new plate and screws, without further incident.